Event description:
The physician reports that on 4 separate occasions over the last two years, he has experienced some difficulty when attempting to withdraw the v5m "tee" transesophageal transducer after an exam. While attempting to withdraw the transducer resistance is felt at the level of the pharnyx and the transducer can not be withdrawn. The transducer is advanced several centimeters and then an attempt to remove the transducer is again made. The transducer is removed with less resistance from the pharnyx. The physician is concerned as this event occurred twice within one week, using 2 different v5m "tee" transducers. Vm5 "tee" transducers was returned to acuson. This info was not provided to acuson until 12/07/2000.